Manufacturer narrative:
Literature attachment: occluder device, haemolysis and lipemic serum in a toddler with ventricular septal defect: connecting the dots manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
The article, "occluder device, haemolysis and lipemic serum in a toddler with ventricular septal defect: connecting the dots", was reviewed. The article presented a case study of a female patient with recurrent lower respiratory tract infections, pan-systolic murmur, ventricular septal defect, iron-deficiency anemia, and mild mitral regurgitation. It was reported that on an unknown date, an unknown amplatzer device was implanted for ventricular septal defect. Post-procedure 2d echocardiography noted there was a tiny residual shunt through the device. It was then reported three days post-procedure, the patient presented with petechiae involving the skin and oral cavity. Investigations to rule out infections were negative. A final diagnosis of occluder devices-induced hemolysis (odih) leading to hyperlipidemia was given. During the second week post-procedure, patient had minimal oral mucosal bleeds and persistence of cytopenia. A decision was made to manage patient symptoms with two packed red blood cell and multiple platelet concentrates the low-grade hemolysis with severe thrombocytopenia persisted 4 weeks post-procedure despite a trial of steroids. The patient was scheduled for device removal. [The primary and corresponding author was sanjeev khera, pediatrics, army hospital research and referral, new delhi, india, with corresponding email: kherakherakhera@gmail.com].

Event description:
The article, "occluder device, haemolysis and lipemic serum in a toddler with ventricular septal defect: connecting the dots", was reviewed. The article presented a case study of a female patient with recurrent lower respiratory tract infections, pan-systolic murmur, ventricular septal defect, iron-deficiency anemia, and mild mitral regurgitation. It was reported that on an unknown date, an unknown amplatzer device was implanted for ventricular septal defect. Post-procedure 2d echocardiography noted there was a tiny residual shunt through the device. It was then reported three days post-procedure, the patient presented with petechiae involving the skin and oral cavity. Investigations to rule out infections were negative. A final diagnosis of occluder devices-induced hemolysis (odih) leading to hyperlipidemia was given. During the second week post-procedure, patient had minimal oral mucosal bleeds and persistence of cytopenia. A decision was made to manage patient symptoms with two packed red blood cell and multiple platelet concentrates the low-grade hemolysis with severe thrombocytopenia persisted 4 weeks post-procedure despite a trial of steroids. The patient was scheduled for device removal. [The primary and corresponding author was sanjeev khera, pediatrics, army hospital research and referral, new delhi, india, with corresponding email: kherakherakhera@gmail.com].

Manufacturer narrative:
As reported in a research article, a female patient with recurrent lower respiratory tract infections, pan-systolic murmur, ventricular septal defect, iron-deficiency anemia, and mild mitral regurgitation, had an amplatzer device implanted for ventricular septal defect. Post-procedure 2d echocardiography noted there was a tiny residual shunt through the device. Three days post-procedure, the patient developed petechiae, and tests ruled out infections. The patient was diagnosed with occluder device-induced hemolysis (odih) leading to hyperlipidemia. Despite treatment with red blood cell and platelet transfusions, the condition persisted, and the patient was scheduled for device removal. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. D4 - the UDI number is not known as the part and lot numbers were not provided literature: article title "occluder device, haemoly.